Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon opened a 12mm incision for a placement of device, the trocar was well inserted and he tied the suture on the trocar, however, the black color ring broke and dropped on the surgical field. Then another new device opened and same condition happened again. The third device trocar was used in the whole surgery. There were no adverse consequences for the patient.